Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm approximately one month ago. The iliac vessels were tortuous and calcified. The aortic neck is greater than 30 mm in length, moderately angulated, had mild calcification, and 25 mm in diameter proximally and 27 mm in diameter distally. It was reported that after ballooning the stent grafts, a post-angiogram demonstrated a proximal type I endoleak (MFR report # 2953200-2010-01761). It appeared that the neck angulation was preventing seal on the right side, as the graft sat 1 cm below the right renal artery; contrast could be seen beyond the graft at that location. As approximately 3-5 mm were available below the left renal, the physician decided to place an aortic cuff from the left side to better match the angle of the aorta. However, accurate placement was difficult due to the tortuous iliac arteries, and consequently, the left renal artery was encroached upon by the aortic cuff (MFR report # 2953200-2010-01762). Attempts to stent the left renal artery were unsuccessful, and the physician elected not to intervene any further. The left renal artery was filling on the angiogram, and the proximal type I endoleak had resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(6). Evaluation, results: (arterial/vessel occlusion), (angulated aortic neck and tortuous iliac arteries). Conclusions: (angulated aortic neck and tortuous iliac arteries).